Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: a review of the pump¿s black box history showed that power reboots occurred after a replace battery alarm on (B)(6) 2014. The threads in the battery compartment were found to be stripped. There were no cracks observed to the battery compartment. The returned battery cap threads were also found to be stripped. The returned battery cap was not able to maintain and electrical connection with the pump. Power reboots occurred when attempting to use the returned battery cap. A test battery cap was able to be secured to the pump and was used to complete all testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring while using the test battery cap. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.